Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment at the onset of the pt treatment. New disposables were used to continue the pt treatments without incident. The dialyzer was reused 19 times. No pt injury and no medical intervention was required.